Event description:
Allegedly, revised due to a broken femoral neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. Although several attempts have been made, a medwatch 3500a has not been received. This is the same event as 1043534-2009-00338, and 00339. This report will be updated when the investigation is complete.